Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the gastrointestinal videoscope had an altered visual image. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was a white crystallized foreign material in the air/water tube and cylinder. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
The customer reported the device was cleaned, disinfected, and sterilized before it was sent in for repair. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. During device examination, the reported image issue was not confirmed. In addition to the foreign material, device examination found the following issues: the hand grip was scratched; the air/water cylinder was missing its color indicator; the suction cylinder was missing its color indicator; switch button 1 was scratched; the objective lens was cracked; the adhesive around the light guide lens was discolored; the adhesive on the bending section cover was detached; the connecting tube was cut; and the universal cord had coating that was peeling off. The following components were corroded due to water leakage: the switch flexible circuit board; the scope connector cover; the scope connector case unit; the cable unit; the circuit board in the scope connector; and the scope connector's micro connector unit. The device was given functional testing: this showed the device did not meet with electrical insulation specifications due to a burn on the connector cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.